Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose over 500 mg/dl with large ketones, blurred vision, polydipsia, polyuria, nausea, symptoms of dehydration and confusion associated with intermittent power to the pump. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that there was no damage to the pump and no moisture observed inside. This complaint is being reported because the patient allegedly experienced hyperglycemia because of intermittent power to the pump.

Manufacturer narrative:
Follow-up #1: date of submission 8/25/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/03/2016 with the following findings: the black box shows unexplained power on reset events beginning (B)(4) 2016 06:01; deliveries never resumed. No damage found to returned battery cap. Battery compartment is cracked below the bumper pad. Returned battery cap was able to fully tighten to the pump with no yellow o ring showing. Pump was exercised for 24hrs with returned battery cap, no power interruptions were duplicated. The returned battery cap contact measurements are in specifications. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Removed pump cover; no evidence of internal moisture or damage to the power circuit was found. The complaint was verified in the history but could not be duplicated during testing. Unrelated to the complaint, display screen has a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.